Manufacturer narrative:
E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through five (5) large volume infusors. The elastomeric devices were filled with chemotherapeutic solution, and it was observed that the devices remained blocked and did not empty during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 21, 2023 and august 22, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.